Event description:
While assisting a home patient (hp) in ending therapy, it was reported that the hp had not opened the clamp of the transfer set during therapy. The hp was in dwell five of five at the time of the call. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient had not opened their transfer set during therapy, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly connecting the patient line to the transfer set. The guide also instructs the user to open the transfer set immediately after connecting it to the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.